Event description:
Information was received regarding a patient's implantable neurostimulator (ins) used for non-malignant pain. Patient reported they fell on (B)(6) 2017 and 2-3 days after their recharger and programmer showed device not supported. It was reported that the patient had not had her device checked since the fall and would follow-up with their physician. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was seen in a clinic on (B)(6) 2017 and the battery was found to be depleted. The battery was recharged in the clinic and the patient was able to use the therapy.